Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was rendered unusable after it fell from a bed and the screen cracked, and a replacement was issued while the damaged unit was expected to be returned. Symptoms included no injuries and no adverse clinical effects. Outcomes included interruption of device use necessitating replacement, with the original device later reported lost in transit. Investigation included internal record review and coordination with shipping to verify the contents and condition of the return package. Investigation of this case revealed physical damage to the display/user interface consistent with accidental drop, and the device was not available for physical evaluation due to loss during return transit. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage.